Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated the retainer was cutting their tongue and causing sores to form, which was painful.